Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the ventricular output connector was broken. Analysis also found the battery contacts and the battery flex circuit were corroded. One bail and bail cover were missing, attachment ring was bent, and one bail cover was cracked. (B)(4).

Event description:
It was reported the external pulse generator (epg) had a broken tip and electrical issues. The epg was returned for service. There was no patient involvement indicated.